Manufacturer narrative:
Investigation: no samples (including photos) were returned as of (B)(6) 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that hyperglycemia is occurring with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: consumer called in to report, whenever she uses the bd short pen needles, (8mm), her numbers are reading high. Wanted to know if she was doing something wrong. Stated, she was not pinching up. Stated, she was not leaving needle in injection site for 10 seconds.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hyperglycemia is occurring with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: consumer called in to report, whenever she uses the bd short pen needles, (8mm), her numbers are reading high. Wanted to know if she was doing something wrong. Stated, she was not pinching up. Stated, she was not leaving needle in injection site for 10 seconds.

Event description:
It was reported that hyperglycemia is occurring with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: consumer called in to report, whenever she uses the bd short pen needles, (8mm), her numbers are reading high. Wanted to know if she was doing something wrong. Stated, she was not pinching up. Stated, she was not leaving needle in injection site for 10 seconds.

Manufacturer narrative:
H.6. Investigation: customer returned (15) sealed 31gx8mm bd pen needles from lot 9009523. Consumer called in to report her numbers are reading high. All 15 returned pen needles were examined, then tested for flow using a test pen injector: all 15 were able to expel properly. Since no evidence of manufacturing defect was observed on the returned samples, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10